Manufacturer narrative:
(B)(4). The insulin pump was not received in stuck manufacturing mode. However, analysis was unable to perform the displacement test and occlusion test due to missing retainer. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to a connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with missing retainer o-ring, fading serial number label, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was 135 mg/dl at the time of the incident. The insulin pump will be returned for analysis.